Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The implant date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The issue was resolved through battery replacement.

Manufacturer narrative:
"The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error."